Event description:
The target site was an extended occlusion in the right femoral artery. Access was approached in a cross-over fashion from left to right (contralateral). An outback re-entry cto catheter was advanced over a stabilizer wire without difficulty. The needle was deployed and retracted without any problems. The stabilizer was advanced into true lumen, and then the outback withdrawn from the vessel. The device was pulled back approximately 100cm without difficulty; however, at approximately 5 cm away from the csi tip (contralateral) the outback could no longer be withdrawn. The details are not known. The outback catheter and the wire were removed as a unit. The procedure was successfully completed with another outback.

Manufacturer narrative:
A device evaluation is anticipated, but the product has not yet been received by cordis. Additional information has been requested and will be submitted within 30 days of receipt.